Event description:
It was reported a dog had a tibial plateau leveling osteotomy (tplo) in the right leg on (B)(6) 2014. A plate, 4 locking screws, and 2 cortical screws were implanted. In the beginning of (B)(6), the dog came in sensitive/lame in the area of the surgery. The dog came in for explant on (B)(6) 2014. The plate had some erosion that was rust colored around both cortical screw holes on both sides. There was no surgical delay or harm to the patient. The procedure was successfully completed. There was no human patient involvement with this event. This report is for 2 unknown screws. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
A product investigation was conducted. The report indicates that since the DHR shows no complaint related anomalies, all measurements for features relevant to the complaint are conforming, and the visual damage noted in the "as received condition of device" portion of this mfg investigation action is post-manufacturing, this complaint is deemed invalid. Unknown screws are intact and no discrepancies were found. A visual inspection of the tplo plate reveals scratches on the top side of plate at the bend location and into the head area. A discoloration was also noted in the shaft holes. No other damage or visual anomalies are noted. Measurements of all inspected features reveal no nonconformances. Since the DHR shows no complaint related anomalies, all measurements for features relevant to the complaint are conforming, and the visual damage noted in the "as received condition of device" portion of this mfg investigation action is post-manufacturing, this complaint is deemed invalid. The design is adequate for its intended use and did not contribute to the complaint condition and the complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This was for a veterinary procedure, so no patient information will be reported. This report is for two unknown screws. Devices were returned to manufacturer on december 31, 2014. The investigation has not yet been completed. Unknown, as there are no part or lot numbers available for this complainant part. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.